Event description:
It is reported that the box was being opened by nurse, first seal was glued. Second seal seemed to have been peeled already and was not glued together.

Manufacturer narrative:
Evaluation summary: as returned, both inner and out cavity seals shows evidence being sealed to the tyvek lids. A review of the mfg records indicate that the device was packaged according to specification. The manufactured lot was fully distributed with no other reports of the kind being received. It is likely, that the outer cavity tyvek lid was removed sometime after distribution. Evaluation: device history records indicate device manufactured to specification.